Event description:
It was reported that the patient received multiple inappropriate shocks and presented to the ER. Tachy therapy was disabled. Review of egms noted noise. Suspected lead damage. The lead was explanted and replaced. The patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.